Event description:
On (B)(6) 2012, customer reported that 20 ml of clear liquid leaked from the lh780 analytical station. Customer stated that the leak was not contained inside the instrument and that the source of leak could not be located. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) inspected the instrument and found the source of leak was the tubing at valve 120. Fse replaced tubing. Fse also replaced the actuators on valves 45, 65 and 120. Fse cycled the unit and no leaks were observed. Fse ran startup, latron and quality control and all passed. No further leaks were reported.

Manufacturer narrative:
(B)(4).